Manufacturer narrative:
Evaluation summary: the customer's reported condition of the failure code 810:04 was confirmed.

Event description:
The facility reported an infusion pump with a failure code 810:04 "after pump self-test and tubing is loaded". Information was not provided regarding whether or not the device was in patient use when the event occurred. The hospital rep stated they have no record of any pt incident involving the pump, since the last baxter service event and no pt injury had been reported. Despite baxter's efforts to obtain additional info from the reporting facility, details were not available regarding patient's demographics, medication involved, or device programming.